Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a programmer. The patient was sent home, however, therapy availability was unknown. The patient later presented for device replacement. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A series of electrical tests was performed, and normal device function was observed. Laboratory analysis concluded that the device met specifications for normal battery depletion.